Event description:
Event description cpi received information that this physician identified diminished r-waves (from 8 mv to 3 mv) and increased pacing thresholds (from 0.4 v to 4.0 v). The lead was repositioned and during attempts to reattched the device, the df-1 set screw could not be tightened.